Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative found a damaged chloride electrode. He replaced the chloride electrode. The customer performed a precision test on chloride. The customer also performed calibration and ran controls. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 129 mmol/l and the repeated result was 135 mmol/l. Patient 2: the initial result was 130 mmol/l and the repeated result was 136 mmol/l. The results were not reported outside of the laboratory. The repeated results were believed to be correct. The sodium electrode lot number and expiration date were requested, but not provided.